Manufacturer narrative:
Update to catalog number, d1-d4, gtin, and g4. Reported event:  an event regarding altr involving an metal head was reported. The event was not confirmed.    Method & results:  device evaluation and results: not performed as product was not returned.  Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion:  although the lot code was not provided, the device description of size and offset, the estimated date of implant and hazard/harm combination, suggests that the device is in scope of the lot specific voluntary recall pfa 1757583 which was initiated for the lfit v40 cocr heads. The subject device has been identified to be within scope of nc: pr 1677703 and CAPA: pr 1693894. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of nc: pr 1677703 and CAPA: pr 1693894. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. H3 other text : device not available.

Event description:
The lawyer of the patient reported a left hip atriprosthesis (cobalt coated) in 2007 and in the following years pain in the groin. Secondary lymphedema, ovular formation and suspected pseudotumor due to metallosis have been shown. A neo-formation with chronic retroperitoneal abscess in the left iliac fossa also emerged in a patient with hypothyroidism carrying an episode of deep vein thrombosis. Then an intervention on (B)(6) 2016 to drain a corpuscle whitish liquid. Revision of cotile for mobilization sine trauma in 2017.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The lawyer of the patient reported a left hip atriprosthesis (cobalt coated) in 2007 and in the following years pain in the groin. Secondary lymphedema, ovular formation and suspected pseudotumor due to metallosis have been shown. A neo-formation with chronic retroperitoneal abscess in the left iliac fossa also emerged in a patient with hypothyroidism carrying an episode of deep vein thrombosis. Then an intervention on (B)(6) 2016 to drain a corpuscle whitish liquid. Revision of cotile for mobilization sine trauma in 2017.